Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device was inaccurate on channel b. No additional information is available.